Event description:
Customer reported receiving an error alarm on the insulin pump along with a button error. Customer stated that the buttons on the insulin pump were not working and customer was unable to clear the alarm. Customer's blood glucose reading at the time of the call was 154 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.